Event description:
Customer reported that tpn going into PICC line was leaking from the pump. A small crack was found just below the cassette. No pt harm was reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). The customer's report of leaking was confirmed. Leaking was observed at the engagement between the outlet port of the accuslide and the vinyl tubing. The affected tubing was analyzed and was found to be out of specification, however, this was not confirmed by the supplier who found the tubing to be within specification during their eval of the vinyl tubing. The cause of the leak was identified as due to the vinyl tubing being out of specification. The root cause of the out of specification tubing was not identified. The customer's observation of a crack is believed to be crazing that appeared on the body of the cassette and was not a factor in the reported leak.